Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported, during a transurethral lithotripsy using a ngage nitinol stone extractor, the basket became deformed. The user crushed the stones in the upper urinary tract using a laser and retracted those stones using the ngage nitinol stone extractor, but the basket became deformed after the 1st retraction. The user replaced it with another same type device to complete the procedure. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation reviews of the complaint history, device history record, documentation, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation with the handle in the open position and the basket formation partially opened. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.5cm in length. A kink was noted on the basket sheath 88.7cm from the distal end. A functional test determined the handle did not actuate the basket formation; the sheath and basket formation were adhered. The handle was disassembled, and the basket formation could not be manually actuated. A document-based investigation evaluation was performed. No related non-conformances were found. One additional complaint has been recorded for this lot number from the same user facility, reported in manufacturer report # 1820334-2020-01750. There is no indication that the devices, or other devices in the lot, were nonconforming. The device history record review provides objective evidence that the device was manufactured to specification. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a definitive cause for this event could not be determined, though it is likely that the device was damaged during use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h10- visual exam of the returned device also found that the clear shrink material was accordioned/buckled starting at the distal end of the basket sheath and continuing for approximately 1cm. The provided information stated the basket was tested before use and was found to be functional. This indicates the clear outer sheath movement likely occurred during use. Possible causes for this include: 1) the clear outer sheath was not shrunk down over the basket sheath properly during assembly. 2) the distal end of the device caught or rubbed against an unknown object, or 3) a combination of both. There was not enough evidence to make a conclusive determination of which of these possible causes was likely. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy using a ngage nitinol stone extractor, the basket became deformed. The user crushed the stones in the upper urinary tract using a laser and retracted those stones using the ngage nitinol stone extractor , but the basket became deformed after the 1st retraction. The user replaced it with another same type device to complete the procedure. No adverse effects have been reported due to the alleged malfunction.